Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic appendectomy with hysterectomy procedure, at the time of the introduction of the robot optics, the surgeon felt difficulty due to malleability of the film not returning to the central positioning. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.